Event description:
The customer called and reported that the insulin pump went to an off no power status, without having first given a low battery alert. Furthermore, customer had also received a motor error alarm. Customer's blood glucose was 266 mg/dl. Troubleshooting was performed. The customer stated that the battery in the insulin pump was new, there were no unattended alarms, and the battery cap was not lose, cracked, or damaged. When the customer received the motor error, she also saw the battery icon was really low and the customer did receive a bad battery alarm. Customer further stated her blood glucose had been in the 300 to 499 mg/dl range. The customer then stated that when she received the bad battery alarm, she input the same battery back in the insulin pump that she had been using for a week. Customer was advised the device would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.